Manufacturer narrative:
Additional information: review of medical records indicated that the patient was readmitted 7 months post sapien implant for persistent dyspnea and was found to have severe prosthetic aortic valve insufficiency. The patient underwent a valve-in-valve procedure. A second 26mm sapien valve was positioned inside the first sapien valve. Post deployment tee revealed no significant central ai or pvl. The patient tolerated the procedure well without complication and was transferred to the unit in stable condition. Pod 1 the patient was awake and alert, up in the chair. Echocardiogram showed no evidence of aortic stenosis or aortic regurgitation. The patient was discharged the very next day. The transthoracic echo (tte) that was taken 40 days post tavr had revealed a central jet of mild aortic regurgitation. No intervention was performed at the time. Six months post procedure MRI report revealed moderate central leak. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The cause of the central ai in this case is unknown. Per report, the cai likely resulted from the deployment of an undersized valve. The patient received a second valve which reduced the cai to none. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
7 months post implant of a 26mm sapien valve, MRI showed what appeared to be moderate central ai. The MRI report indicated that metallic artifact made it difficult to confirm severity or location of regurgitation. Upon further review, during valve conference, the physicians determined that it was central ai and that the amount was significant. The valve was believed to have been undersized. A valve in valve procedure was scheduled.

Manufacturer narrative:
Investigation is ongoing.